Event description:
It was reported that the health care professional (hcp) had called in to review the atrial tachy response (atr) episodes for this pacemaker device. It was noted that there seemed to be long atrial pauses and the ventricular fallback pacing was fast. Technical services (ts) reviewed the atr and stated that the patient might had paroxysmal atrial fibrillation (af). Ts recommended further programming options. This pacemaker device remains in service. No adverse patient effects were reported.